Manufacturer narrative:
This device has not been returned, as such, physical analysis has not been conducted in our laboratory. The conclusion of no problem detected was selected because it can be concluded that unknown factors probably contributed to the event. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was explanted due to a suspected premature battery depletion (pbd) trigger by high, left ventricular (lv) thresholds. A new device was implanted. No additional adverse patient effects were reported. The device is expected to be returned for analysis.